Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an adverse event post deployment of the angioseal device against the instruction for use (IFU) indications. The exact root cause cannot be determined. The likely cause was determined to have been complications unrelated to the use of a vascular closure device as the patient died seven days after the procedure was performed. No contribution due to an angio-seal device was able to be substantiated based on the available information. The DHR was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
It was reported that following a left heart catheterization, which (apparently) diagnosed acute coronary artery disease requiring coronary artery bypass surgery, the operating physician deployed an angio-seal femoral artery closure device to close the arteriotomy and (apparently immediately thereafter) the patient lost blood flow below the closure site. It was reported that a 6fr prelude sheath was used for the initial procedure. There were no reported difficulties with arterial access, sheath, guidewire, or catheter insertion. It is unknown if a pre-deployment angiogram was performed. The patient was reported to be stable at the time of the angio-seal deployment. It was reported that the puncture site was at the bifurcation, but with no reported disease or dissection present at the access site. An angiogram was performed to diagnose the occlusion/ thrombosis and distal pulses were reported to be absent. Estimated blood loss was less than 250cc. Patient reportedly died from complications resulting from vascular surgery to repair the occluded artery. The date of the patient's death was (B)(6) 2024.

Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.